Event description:
Physician involved in a cardiac catheterization. The syringe split when pressured to clear a catheter filled with blood. This is a normal procedure. The syringe had a hairline fracture in the side and blood spurted into the face of the provider. Pack includes other syringes, medicine cup, denture cup, bowl, guidewire bowl, tray, straight scissors, needles - 18g and 21g, 25g, scalpel, mosquito forceps, towel clamp, towel, gauze, set up cover, backtable cover.